Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product listed and the PMA # listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid circumflex with mild tortuosity and moderate calcification with 80% stenosis. Pre-dilatation was performed with a non-abbott balloon at 6 atmospheres, 1 inflation for 15 seconds with residual stenosis less than 40%. A 2.5x18mm device was opened for implantation. When preparing the device for implantation, resistance was felt when the white part of the sheath was pulled. Then the yellow part of the sheath was pulled to extract it from the device. The device was advanced without resistance. The balloon was pressurized; however, it completely failed to inflate. The device was replaced with a new 2.5/18 device. There was no adverse patient effect or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheaths and inflation issue could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove protective sheath and inflation issue reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. Additionally, it should be noted that the instructions for use states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. Do not use if sheath cannot be removed as indicated.